Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a haptic piece missing. Claim # (B)(4).

Event description:
A 13.2mm micl implantable collamer lens, -14.5 diopter, was returned with a piece of haptic missing. Additional information has been requested but none has been forthcoming, if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).